Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with hemodynamic compromise. Atrial undersensing was noted with concurrent atrial overpacing. P waves were small. There was also loss of capture. The right atrial (ra) lead had fallen out of the atrial appendage during defibrillation therapy. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.